Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform displacement test due to blank display.

Event description:
The customer was reported via phone call that, the insulin pump broke while getting out of their truck, customer got caught on the tailgate, his screen broke and began alarming. The customer¿s blood glucose level at the time of the incident is 190 mg/dl. No further details or information available. Device was able to lock into place. The device will be returned for analysis.